Event description:
Consumer claims she was recovering from abdominal surgery and was using her heating pad when she fell asleep and awoke to find two blisters on her abdomen. She sought medical treatment where she alleges she was diagnosed with 2nd degree burns.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer also fell asleep with the heating pad and used it on insensitive skin which are violations of the warnings and instructions provided. This incident is the direct result of consumer abuse/misuse of the product.